Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested but refused by the patient and surgeon. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It is reported by the surgeon of the hospital that during a revision he recognized that the cement-free shaft was broken on the femoral approach. It was implanted in the tibial region of the mrh system in the femoral region. A distal femur replacement was implanted.